Manufacturer narrative:
As of today, the ICD and the lead are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the data returned for evaluation. The manufacturing process for these products was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ICD proved the device functions to be as specified. The returned data were inspected. The inspection did not reveal any indication of an ICD or a lead malfunction. Based on the information available for analysis the root cause of the clinical observation could not be determined. In summary, the ICD and the lead were not returned for analysis. The review of the quality documents confirmed a regular manufacturing. The analysis of the returned data revealed no indication of a device malfunction. Based on the information available for analysis the root cause of the clinical observation could not be determined.

Event description:
Ous MDR - after an implantation period of approximately 16 months, loss of capture was reported. Biotronik has no further details with regard to a revision procedure. The ICD was not returned. No adverse patient side effects have been reported.